Event description:
It was reported that on (B)(6) 2010, the pt suddenly didn't hear anything with her device, but a beeping sound. Testing carried out on august 16, 2010 shows that the device has malfunctioned. No head trauma was found. The external processor is fully functional.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.